Event description:
Initial result for a patient calcium was 10.4 mg/dl. When repeated, the results were 9.4, 9.4, 9.5 and 9.4 mg/dl. The incorrect result was not reported. The field service representative was unable to determine a cause for the incorrect result.